Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2005; kdr901 implantable pulse generator, (B)(6) 2005. (B)(4).

Event description:
It was reported that the atrial and ventricular leads were replaced due to perforation at implant. No patient complications have been reported as a result of this event.